Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed, however the receiver was unable to communicate with the global communication tool. The complaint of 050 initializing screen without manual restart could not be confirmed because of the occurrence of the call tech support error. The root cause could not be determined post investigation.